Manufacturer narrative:
(B)(4).

Event description:
It was originally reported in january 2020 by the patient that she was experiencing an issue of food getting stuck in throat then she starts to gag and feels like vomiting. This happened whenever she ate and was constant while eating. The physician's office reported that they didn't believe that the patient's reported events were related to the vns at this time. In fall of 2020, the patient reported that since the vns was implanted she has been sick. The second time they turned up settings she started throwing up at home. It got worse but she just dealt with it. She now has gerd. She was sure it was the vns and said that her doctor decreased her vns settings as a result of her symptoms. Follow-up with the physician said that while the patient blamed the vns, they had not assessed that it was related to the vns. Recent clinic notes were received and reported that the patient was having difficulty tolerating the vns. The notes state that the patient insists/believes that the vns has been causing symptoms of gerd and shortness of breath. The patient was seeing a gi but was not following his recommendations of famotidine and omeprazole as she didn't feel that it helped, but did take gaviscon occasionally which did help. She states she vomits after she eats and she eats less than before. When she bends over whatever she eats comes back up. H is having trouble sleeping and has to sleep in a recliner. The vns stimulation caused burning and it hurt her chest. It also causes shortness of breath. In (B)(6) 2020 her pulsewidth was lowered as a result of her symptoms, but when she continued to complain in fall of 2020, her output current was decreased by 0.125 ma. The patient believed the vns was placed wrong the doctor indicated that it was possible that onset of gerd coincided with vns placement. Diagnostics were within normal limits no further relevant information has been received to date.